Manufacturer narrative:
Date sent to the FDA: 7/26/2022. Additional b5 narrative: it was reported that the patient experienced foreign body reaction due to mesh.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair surgery, excision of the right groin sinus tract, and partial mesh removal on (B)(6) 2019 during which the surgeon noted he encountered a right groin fistula tract with extensions down to the level of the previously placed mesh. The tract was excised along with the associated mesh. Significant scar tissue, chronic inflammation, and secondary sinus tracts were also noted. It was reported that the patient experienced severe pain, mesh infection, fistula, seroma, drainage, scarring, stress, and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/04/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.